Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from the date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing charging difficulty with their implantable pulse generator (ipg). The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted device was disposed by the medical facility.

Event description:
It was reported that the patient was experiencing charging difficulty with their implantable pulse generator (ipg). The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted device was disposed by the medical facility.